Event description:
It was reported to philips that the device does not turn on. There was no patient involvement.

Event description:
It was reported to philips that initially the device would not turn on. Further investigation found no power on issue but a the high voltage capacitor noisy. It was determined that this was a malfunction of the high voltage capacitor. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device does not turn on. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.